Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device's battery appeared to be depleting prematurely. In 2017, the battery levels were at 8.5 years remaining, in (B)(6) 2018, battery levels were at 7 years, in (B)(6) 2018 , battery levels were at 4 years and in (B)(6) 2019 , battery levels were at 1 year remaining. The device was explanted, and replaced. No adverse patient effects were reported.

Event description:
It was reported that this device's battery appeared to be depleting prematurely. In 2017, the battery levels were at 8.5 years remaining, in (B)(6) 2018, battery levels were at 7 years, in (B)(6) 2018, battery levels were at 4 years and in (B)(6) 2019, battery levels were at 1 year remaining. The device was explanted, and replaced.. No adverse patient effects were reported. The device has been returned, analysis is pending. An updated report will be sent once analysis is complete.